Manufacturer narrative:
1 device will not be returned for evaluation. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction events where a t3 racer handpiece overheated. 1 event resulted in the patient being slightly burned with ointment applied.